Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected 10 false positive flu b results out of 50 tests. Symptomatic patients were tested. The customer communicated 2 off the results were negative by another rapid antigen assay.